Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an zelantedvt catheter system and a power pulse. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console and running through the prime cycle. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombectomy procedure. The device was primed without any issues, so it was introduced into the patient's body. After 30-40 seconds of aspiration a check saline supply error message displayed. They were unable to reset or re-prime the catheter as when they attempted to re-prime they could not complete the priming procedure. It would prime for a couple seconds and then reset. It was noticed that saline was leaking into the cavity of the console where the pump was. The procedure was completed with a different angiojet device. There were no patient complications and the patient was fine.